Manufacturer narrative:
The complaint was confirmed by the user facility's biomedical engineer (biomed). The biomed and MFR's technical support determined the issue to be a power cord problem. Investigation is in process, but not yet complete.

Event description:
It was reported that the system's base will operate on battery power but will not operate on alternating current (ac) power. No other details regarding the nature of this event were provided.